Event description:
Boston scientific received info that the pt with this ancure endograft exhibited an expanding aneurysm sac, which resulted in the graft being explanted. Attempts were made to obtain additional info however; no additional info is available at this time. If additional info is received, this event will be updated. To date, no further adverse pt effects were reported.

Manufacturer narrative:
This device has not been returned, and boston scientific cannot confirm the clinical observation.